Event description:
Customer reported that the insulin pump was not delivering the correct amount of insulin. Customer stated that his endocrinologist verified his settings and even with the correct settings the insulin pump was not giving the right amount. Customer also stated that the insulin pump was not alarming to notify him of the problem. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.